Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, customer inadvertently delivered a 10 unit correction bolus. Bg was treated with unspecified intravenous fluids, and carbohydrates. Reportedly, customer left the ER 6 hours later with customer in stable condition.